Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in a moderately calcified common femoral artery (cfa) using perclose proglide devices. Attempts were made to deploy the sutures of three proglide devices through a 6-french sized access site, but needle-to-cuff misses occurred. The sutures of two additional proglide devices were deployed. The access site was dilated to 20-french. After conclusion of the aaa repair procedure, the proglide devices did not achieve arteriotomy closure. A cut down of the cfa indicated that the vessel was occluded, which was repaired with a patch, achieving hemostasis. The operator was reported to be trained in the perclose proglide device. No additional information was provided.

Event description:
Subsequent to the previous medwatch, additional reported information was received: a surgical cut down at the access site revealed the sutures from the fourth and fifth proglide devices captured the posterior vessel wall, occluding the common femoral artery. The common femoral artery was repaired with a surgical patch that resolved the occlusion and achieved hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide devices were filed under separate medwatch manufacturer reports.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Incorrect anatomy. It was reported that the suture from the proglide device captured the posterior wall occluding the common femoral artery. The warning section of the proglide device instructions for use (IFU) states not to use the proglide if the puncture is through the posterior wall or if there are multiple punctures, since such punctures may result in a retroperitoneal hematoma. The IFU states under precautions section to use a single wall puncture technique. Do not puncture the posterior wall of the artery. Avoid posterior wall suture placement. The IFU states under the arterial site and puncture considerations section to puncture the anterior wall of the common femoral artery at an angle of approximately 45 degrees. Avoid side wall or posterior wall femoral artery punctures. Prior to deployment of the perclose proglide smc device, evaluate the femoral artery site for size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall by performing femoral angiography, to avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. The IFU states under the smc device placement section to perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall.